Event description:
It was reported the battery voltage showed 2.54 v which was lower than eri (elective replacement indicator). Performance data from the device showed the nightly battery measurements were 2.85-2.99 v. It was further reported there was early battery depletion. Replacement of the device is planned. No patient complications have been reported as a result of this event.

Event description:
It was reported the battery voltage showed 2.54 v which was lower than eri (elective replacement indicator). Performance data from the device showed the nightly battery measurements were 2.85-2.99 v. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (6) 2010, the battery voltage with telemetry was 1.96v and the daily measurement was 2.85v.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B)(6) 2010, the battery voltage with telemetry was 1.96v and the daily measurement was 2.85v.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. On (B)(4) 2010, the battery voltage with telemetry was 1.96v and the daily measurement was 2.85v. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported the battery voltage showed 2.54 v which was lower than eri (elective replacement indicator). Performance data from the device showed the nightly battery measurements were 2.85-2.99 v. It was further reported there was early battery depletion. Replacement of the device is planned. No patient complications have been reported as a result of this event. The device was later explanted.